Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that the investigation of the complained handle confirmed that the instrument has been separated in two components, the blue outer shaft and the inside part. The stardrive locking screw for the inside part is missing. The inside part shows corrosion on the surface and the blue outer shaft shows sediments of corrosion inside too. Afterwards and without any further details it is unfortunately not possible to determine the cause of the instrument status. The locking screw has been lost inside cleaning and sterilization process. Additionally the condition of the returned components in case of corrosion let assume that cleaning and sterilization steps were partially or completely not fulfilled in a proper way. The investigation regarding manufacturing and raw material documents shows conformity to its specification for the instrument produced in november 2010. No failure in material or manufacturing could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the inside part of the handle falls out. It is believed there are parts missing. This was discovered before the device was used in the procedure. This is report 1 of 1 for (B)(4).